Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including a surgical lead on (B)(6) 2009. It was reported that he was not able to increase the amplitude for his stimulation past a certain level. A diagnostic test did not reveal any issues with respect to impedance measurements nor did any x-ray show any visual anomalies for the lead; however, efforts to resolve this matter via reprogramming proved unsuccessful. Surgical intervention was undertaken to revise the implant depth of the pt's lead, and effective stimulation was captured as a result.